Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The field representative indicated that the output was increased at the time the issue was reported. The patient was sent to the laboratory where the lead position was evaluated via fluoroscopy and the threshold testing was performed again. The physician indicated that the threshold was stable, and the lead position not changed since implant. The physician opted to leave the rv lead at the higher output overnight and recheck the following morning. The threshold testing on the following morning showed that the rv lead function had returned to improved ranges of similar to time of implant. Subsequently, the patient was discharged from the hospital later that day. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The field representative indicated that the output was increased at the time the issue was reported. The patient was sent to the laboratory where the lead position was evaluated via fluoroscopy and the threshold testing was performed again. The physician indicated that the threshold was stable, and the lead position not changed since implant. The physician opted to leave the rv lead at the higher output overnight and recheck the following morning. The threshold testing on the following morning showed that the rv lead function had returned to improved ranges of similar to time of implant. Subsequently, the patient was discharged from the hospital later that day. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient exhibited other loss of capture (loc). The field representative indicated that it will presumably going to have a lead revision shortly. The local area field representative was contacted for additional information, however at this time no further information is available. This rv lead remains in service. No adverse patient effects were reported.